Event description:
Event description boston scientific cardiac rhythm management (crm) received information that the patient with this implantable cardioverter defibrillator (ICD) has a doughnut magnet at their home in order to suspend therapy. After the patient had done this and the magnet was removed the device would not stop beeping. Troubleshooting, including programming enable magnet use off and one, programming been on sensed and paced events on and off and changing the tachy mode therapy, did not resolve the beeping. No adverse patient effects have been reported.